Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record for this lot did not provide any findings relevant to this report.

Event description:
Device malfunction: unk. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. Reportedly, excessive oozing occurred. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no add'l info was available.